Event description:
The device was returned to a third-party service center for evaluation in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The device was not in patient use. There was no report of serious patient harm or injury. During the evaluation of the device, the customers complaint was confirmed. The third-party service center visually inspected internal part of the device and found evidence of visible foam degradation inside the blower kit. Secondary findings include fragment in upper enclosure, damaged in control dial, contamination from cigarette smoke or insect infestation and tobacco contamination in device. In addition, the devices error log was downloaded, and one error code was present when reviewed. Lastly, the device was scrapped.